Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-oct-2025. Investigation summary: bd received your customer complaint related to platelet clumping. It is important to note that usage of this product for platelet count is considered an off-label use. The intended use is limited to sample collection used in the measurement of hemoglobin (hgb) & hematocrit (hct), when analyzed on sysmex xn - series¿ systems. Limitation notes are included in the IFU and printed on the tube unit label. Bd received 5 samples for investigation. The samples were evaluated by visual examination and no failures in relation to the indicated failure mode of sample quality were observed. Customer sample testing revealed all samples met the performance specifications. Additionally, 45 retention samples were evaluated by visual examination and 8 samples by functional testing with acceptable results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of platelet clumping and harm-pain. Bd was not able to identify a definitive root cause for the indicated failure modes. It is recommended to follow all IFU instructions to minimize patient discomfort. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was platelet clumping in one device. The patient reported bruised fingers and pain following collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was platelet clumping in one device. The patient reported bruised fingers and pain following collection. No adverse impact was reported regarding the patient or user.